Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 300 mg/dl to 600 mg/dl; manual injections were administered to address elevated bg. Reportedly, the pump supplies were changed to address the issue however occlusions persisted. Customer reverted to manual injections for insulin therapy.